Event description:
It was reported that there was damage to the power module housing. The customer would like to have the power module returned for evaluation and repair.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the top and bottom of the power module housing was confirmed. The heartmate power module (serial number (B)(6)) was returned to the service depot on 12sep2025 and damage to the housing was found. The damaged housing was replaced, and preventative maintenance was performed. The unit then passed all testing and will be returned to the customer. The root cause of the damage to the housing could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and the patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 3 (rev. D) ¿ ¿powering the system¿, and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿, explain how to properly use the power module and that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.